Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented with a syncope episode, the right atrial lead exhibited high impedance, high capture thresholds and sensing anomaly. The lead was capped and replaced. The patient's condition was good post procedure.